Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and allergic reaction." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-03725 and / 03726).

Event description:
It was reported that patient underwent initial left knee arthroplasty on (B)(6) 2015. Subsequently, the patient underwent a revision procedure on (B)(6) 2015 due to pain, stiffness, and a possible metal allergy. The femoral component, tibial bearing and tibial tray were removed and replaced.